Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a time clock anomaly. The customer¿s blood glucose level was 10.4 mmol/l. The customer stated that the insulin pump was showing incorrect day. There was also gain in time which was not greater than 1 minute per week and not greater than 4 minutes per month. The insulin pump passed the self test. The insulin pump will not be returned for the analysis.